Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. It was reported that the insulin pump received failed battery test alarm and was not accepting batteries. It was reported that the customer had tried several batteries but the insulin pump will not turn on. The customer reported that they had high blood glucose levels of 16.0 mmol/l at the time of incident. Troubleshooting was performed which did not resolve the issue with insulin pump. The customer was advised to replace out the insulin pump and revert to back up plan per health care professional's instruction. Product is expected to return for analysis.